Event description:
The report received from the (B)(4) study indicated that after pci of the mid lad, angiographic picture showed pinching of the ostium of the diagonal first obtuse marginal branch of the lad that was treated with ballooning. It was caused by stenting of the branch with the primary stent. In addition, 16-24 hrs post procedure, ck was 456 (ck upper limit 397 iu/l), ck-mb 54.9 (ck-mb upper limit 4.0 ng/ml) and troponin I 10.29 (troponin I upper limit 0.04 ng/ml). This was not diagnosed as an mi and there was no treatment provided. In addition, 6 months post-procedure, the patient had a nose bleed that treated with cauterization. Pci was performed on an 80% de novo lesion in the mid lad of unknown length in a 3.5mm vessel diameter. The (b1) lesion was not considered anatomically completed. The lesion was pre-dilated with a 2.5x20mm balloon at 10 atm before a 3.5x23mm cypher rx stent was deployed at 10 atm. Post-dilatation was performed with 2 3.5x20mm balloons at 10 atm. The residual diameter stenosis measured 0%. Timi 3 flows were recorded pre and post-procedure, respectively. There was no difficulty tracking the stent to the lesion but there was some difficulty crossing the lesion. Pci was performed next on a non-target lesion in the proximal lad 30mm in length in a 3.5mm vessel diameter. The lesion location was distal. The residual diameter stenosis measured 0% and timi 3 flow was also recorded post-procedure.

Manufacturer narrative:
The report received from the (B)(4) study indicated that a (B)(6) male experienced a side branch occlusion post implantation of a cypher stent and was diagnosed with a non q-wave myocardial infarction the following day as evidenced by elevated cardiac enzymes. Additional information received indicated that approximately 8 months after the index procedure, the patient had a CABG. There was new stenosis within 5 mm of the cypher stent implanted in the mid lad. Past medical history includes angina, pulmonary emboli or deep venous thrombosis, hyperlipidemia and hypertension. During the index procedure, pci was performed on an 80% de novo lesion in the mid lad of unknown length in a 3.5mm vessel diameter. The (b1) lesion was no considered anatomically completed. The lesion was pre-dilated with a 2.5x20mm balloon at 10 atm before a 3.5x23mm cypher rx stent was deployed at 10 atm. Post-dilatation was performed with 2 3.5x20mm balloons at 10 atm. The residual diameter stenosis measured 0%. Timi 3 flows were recorded pre and post-procedure, respectively. After stenting of the mid lad, angiographic picture showed pinching of the ostium of the first diagonal branch of the lad that was treated with ballooning. At 16-24 hrs post procedure, ck was 456 (ck upper limit 397 iu/l), ck-mb 54.9 (ck-mb upper limit 4.0 ng/ml) and troponin I 10.29 (troponin I upper limit 0.04 ng/ml). This was diagnosed as a non q wave mi and there was no treatment provided. Additional information was received that 8 months later, the patient had aortic valve replacement and CABG. There was 80% stenosis in the proximal lad that was within 5mm of the mid lad cypher stent. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The IFU states that placement of a stent has the potential to compromise side branch patency. This is an inherent risk of the procedure. Pci of lesions located next to a coronary bifurcation are at risk to cause a side branch occlusion. Common techniques to prevent occlusions during intervention of bifurcation lesions include double guide wire technique and kissing-balloon inflation. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Review of the information provided suggests that the patient's advanced age, risk factors in the medical history, vessel/lesion factors (bifurcation) and procedural factors that may have contributed to this patient's post-procedural mi and restenotic event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
Concomitant medications (index procedure): pre-procedure medications included aspirin, statins and coumadin. Intra-procedure medications included integrilin. Post-procedure medications included aspirin, plavix and coumadin. Concomitant devices: guide catheter: jl 3.5, guide wire: whisper extra support. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that it was incorrectly reported in the initial 3500a report that non-target revascularization was performed in the proximal lad. However, the correct lesion was the 1st diagonal. Pci was performed next on a non-target lesion in the 1st diagonal 30mm in length in a 3.5mm vessel diameter. The lesion location was distal. The residual diameter stenosis measured 0% and timi 3 flow was also recorded post-procedure. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product remains implanted in the patient and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional clarification is pending and will be submitted within 30 days upon receipt.

Event description:
Additional information was received that the patient had a non q wave mi one day post-procedure (this was reported previously as cardiac enzyme increase). In addition, 8 months later, the patient had aortic valve replacement and CABG. There was 80% stenosis in the proximal lad that was within 5mm of the mid lad stent.